Manufacturer narrative:
The nurse observed difficulty in needle insertion during an insulin injection to a patient. The patient felt that the injection was very painful. Upon inspection, the nurse found that the needle was bent. The bent needles were replaced with a new one with no issues.production review showed no abnormalities or deviations from the validated manufacturing process for the main batch. The needle tip from the cannula is to 100% controlled before the inner protective cap is fitted. No device problem found.

Event description:
The nurse observed difficulty in needle insertion during an insulin injection to a patient. The patient felt that the injection was very painful. Upon inspection, the nurse found that the needle was bent. The bent needles were replaced with a new one with no issues.